Event description:
The star-flex swl fiber optic handpiece was utilized to prepare tooth #29 for patient on 1/28/92. Unbeknowst to the patient or to the dental operating team, the star-flex handpiece malfunctioned, generating enough internal heat in the area of the handpiece turbine and the turbine cowling to inadvertently produce a thermal burn on the surface of the check mucosa approximating tooth #29device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.